Event description:
The philips field service engineer (fse) reported that the ventilator experienced a low leak: carbon dioxide (co2) rebreathing risk alarm when the device was getting ready to be used by the patient. The patient used another ventilator. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the philips international field service engineer (fse) who confirmed the reported issue. The fse replaced the flow sensor assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporter phone number - (B)(6).